Event description:
Physician attempted to use a nanocross elite pta balloon with a 90cm 6fr non-medtronic sheath and a .014 non-medtronic guidewire during treatment of a 20mm calcified lesion in the patients right proximal anterior tibial artery. Minimal vessel tortuosity and severe vessel calcification were reported. Lesion exhibited 95% stenosis. Artery diameter reported as 3mm. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging, i.e. Shelf carton, hoop/tray. No issues were noted when removing the device from the hoop/tray. The IFU (instruction for use) was followed during preparation, procedure, post-procedure without issue. Embolic protection was not used. The vessel was not pre or post dilated. 50/50 contrast inflation fluid was used. The device was not passed through a previously deployed stent. No resistance was noted during advancement of the device. A balloon burst was reported during procedure. Issue occurred on first inflation at 3atms. The balloon detached at the target lesion. A snare was used to r emove the detached pieces/fragments of the balloon. Procedure was aborted. No health consequences or impact to the patient reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the device was returned with the detached balloon. There are multiple kinks along the shaft. The balloon broke/detached at the proximal end of the balloon. The detached balloon measures approximately 119mm in length. An inspection of the detached balloon found that the proximal markerband is missing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.